Event description:
It was reported that nurse stated patient started the therapy on the arctic sun device and it kept alerting low flow and patient line open. Mss walked through stopping the therapy and advised to drain arctic gel pads. The device alerted "reservoir below required amount". Nurse stated that they were having difficulty hearing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per follow up information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse stated patient started the therapy on the arctic sun device and it kept alerting low flow and patient line open. Mss walked through stopping the therapy and advised to drain arctic gel pads. The device alerted "reservoir below required amount". Nurse stated that they were having difficulty hearing. Per follow up information received on 07jan2022, after troubleshooting the device, the patient was able to complete therapy and device worked fine. There was no harm to the patient.